Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the left breast prosthesis was physically observed by the patient. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 11/30/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral removal and replacement with ( left ) mentor memorygel xtra breast implant 465cc gel catalog: tmpx465, lot: 7544177, sn: (B)(4) and ( right ) mentor memorygel xtra breast implant 440cc gel catalog: tmpx440, lot: 7544176, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the suspect medical device was a mentor smooth round moderate plus profile 325cc saline catalog: 3502325, lot: 6664523. A device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the posterior view. A rent was discovered within the crease measuring less than 0.1 cm. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 6664523 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).